Event description:
It was reported that the drainage tubing came off of the y-connector on a surgivac. There was no report of spilled bodily fluid related to this incident. Further, there was no report of injury or adverse consequences associated with this incident.

Manufacturer narrative:
This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at a zimmer osp in february 2008. The agency's inspectional observation concerned the decision (s) not to submit certain mdrs.